Manufacturer narrative:
Additional information: h3 plant investigation: the complaint sample was returned to the manufacturer for evaluation. Blood residue and clots were visible in the gas exchanger. The blood residue was able to be partially removed, but some remained. Performance testing was conducted on the oxygenator. The oxygen transfer rate was within specification. The oxygen transfer rate was 40 ml/min, and the limit is 36 ml/min. The transfer rate of the carbon dioxide was not within specification. The carbon dioxide transfer rate was 108 ml/min, and the limit is 111 ml/min. A review of the batch documentation was performed. There were no deviations revealed during the manufacturing review. There were three quality events mentioned on the release certificate for this batch, but none were related to the failure pattern at hand. It was confirmed that the described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Investigation of the complaint sample showed that the gas exchange performance was reduced slightly. Although the transfer rate for oxygen was within specification, the gas transfer rate for carbon dioxide was about 3% below the accepted limit. It is likely that the performance of the gas exchanger was reduced by clots in the oxygenator which could not be removed. It is unknown if the clots in the product occurred during treatment or during storage after treatment. Therefore, a definitive cause for the reported low po2 levels cannot be determined. Due to an increased number of complaints describing low post-oxygenator po2 values, a CAPA was opened for further investigation.

Event description:
It was reported to fresenius that a patient on veno-arterial (va) extracorporeal membrane oxygenation (ECMO) therapy utilizing the xlung kit 230 experienced inadequate blood oxygenation levels during treatment. The post oxygenator po2 was 80-90 mmhg, and the arterial oxygen saturation of the patient was 96%. Although oxygenation levels were suboptimal, they were sufficient enough to continue ECMO support. There were no alarms from the novalung console, but none were expected. The patient was on ECMO therapy after receiving a heart transplant. It was unknown if the low oxygenation levels were related to the patient's physiological response to ECMO. They continued to monitor the pao2, changed the gas mixer, checked the gas supply, and increased fio2. They eventually replaced the kit, and there was blood loss of up to 200 ml reported due to the reported events. It was confirmed that the low oxygenation levels did not lead to any patient adverse effects, injury, or result in the need for medical intervention. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a patient on veno-arterial (va) extracorporeal membrane oxygenation (ECMO) therapy utilizing the xlung kit 230 experienced inadequate blood oxygenation levels during treatment. The post oxygenator po2 was 80-90 mmhg, and the arterial oxygen saturation of the patient was 96%. Although oxygenation levels were suboptimal, they were sufficient enough to continue ECMO support. There were no alarms from the novalung console, but none were expected. The patient was on ECMO therapy after receiving a heart transplant. It was unknown if the low oxygenation levels were related to the patient's physiological response to ECMO. They continued to monitor the pao2, changed the gas mixer, checked the gas supply, and increased fio2. They eventually replaced the kit, and there was blood loss of up to 200 ml reported due to the reported events. It was confirmed that the low oxygenation levels did not lead to any patient adverse effects, injury, or result in the need for medical intervention. The sample was reported to be available for manufacturer evaluation.